Event description:
It was reported that the filter basket detached during retrieval. The physician felt resistance before the proximal marker with the accunet recovery 1 catheter. The physician removed the recovery 1 catheter and used an accunet recovery 2 catheter when the filter basket detachment occurred. Several attempts were made with a 4.0 gooseneck snare to retrieve the filter basket; however, unsuccessfully. A .014 buddy wire was used to try to loop the wire through the filter basket and was snared to below the jaw line; however, the basket moved upwards again and the procedure was stopped. Pt became symptomatic and was given tpa. The pt also experienced hypotension during the procedure and was administered neosynephrene drip and fluids. Symptoms resolved. The pt was transferred to another facility to consult with a neurosurgeon. The pt was reported to be doing fine with no neurological effects. Info received in 2005, the filter basket was successfully snared close to the stent and a wall stent was positioned around the side of the basket and was successfully compressed to the artery wall. The pt remains doing fine with no neurological effects. Final adjudication form received via fax in 2005 and indicates the event is a stroke. All info has been reviewed and the info previously entered into viper indicated a transient neurological deficit for the rx acculink and basket detachment and recovery issue with rx accunet and recovery 2 catheter.